Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, concentric, de novo, coronary artery lesion the tenku balloon dilatation catheter (bdc) met unknown resistance during advancing and was inflated for unknown times when the balloon ruptured at 14 atmosphere (atm). There was no reported adverse patient effect. A different bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.